Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for an internal fixation surgery, the tip of a trigen ruler, where nut screws, was found to be cracked and broken. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the ruler is damaged ,cracked and broken rendering the device inoperative. No batch information was provided or present on the device. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.